Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the needleless connector's internal valve was sticking down causing liquid to splatter when the syringe was disconnected in the infusion therapy center, rwc. There was no patient injury.